Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported impact to customer's blood glucose. The customer was unable to resume insulin therapy after loading a new cartridge, as the alarm persisted. The customer had no backup therapy available and planned to consult a healthcare provider for alternative insulin delivery.